Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 366 mg/dl. The customer stated that bolus buttons had to be pressed twice to respond. The customer stated that they was able to complete pump rewind. Customer stated that the insulin pump had no delivery alarm. Customer also stated that drive support cap appears normal. Customer stated that sound louder during priming process. Customer was declined troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.